Manufacturer narrative:
E1 - initial reporter phone has an additional phone (B)(6). Received two used b4018 4-way high flow stopcock connected to each other for inspection. At the connection of the male luer to the female luer there was a crack and crazing observed. The reported complaint of a crack and subsequent leakage can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 4-way high flow stopcock w/rotating luer. The report stated that there has a leaking and crack in product. The impact of the problem is serious. The frequency of problem was first time, and the location of sample was in their department. The customer stated that the fault occurred during infusion or while in use with patient. The leak¿s exact location on tubing was stopcock to stopcock. The infusing was fluid and medications, vasopressors. The tubing was replaced once the leak was identified. There were no visible cracks, and the connection was good, but it was leaking on the bed. There was patient involvement and there was no patient harm or adverse event.